Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultrascore 014 pta dilatation catheter was returned to evaluation. On the visual evaluation the strain relief was noted to be dislodged from hub of the catheter. No other anomalies noted and no functional testing performed due to the nature of the complaint. The strain relief was noted to be dislodged from the hub, therefore investigation was confirmed for the reported strain relief dislodgement. A definitive root cause for the reported strain relief dislodgment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation of an angioplasty procedure, the hub was allegedly detached. It was further reported that it allegedly came off even though little force was applied. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that during the preparation of an angioplasty procedure, the hub was allegedly detached. It was further reported that it allegedly came off even though little force was applied. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2025). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.